Event description:
Information was received that during use of this smiths medical cadd administration sets, tubing leaked was noticed. It was reported that the customer was unable to confirmed the batch number of the leaked tubing. No patient consequences were reported. No adverse effects were reported.